Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 6/9/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2016 with the following findings: opened pump, found moisture damage to the following, otp transceiver board, force sensor, pcb assembly, display, piezo. Step 4 failure due to moisture damage on sensor. Unable to duplicate complaint, pump powers on to dim display with reddish text. Moisture damage inside battery compartment, leak test failed due to cracks in battery compartment below grip pad to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.